Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced a cerebral hemorrhage and was noted to be in critical condition. The patients blood pressure was controlled by administering nicorandil and after cerebral hemorrhage was confirmed, the addition of heparin to the purge fluid was discontinued. The exact cause of the cva is unknown, and the causal relationship with impella is also unknown. The patient continued on support. Additional information noted care was the patient was made do not resuscitate and the patient expired. The cause of death was acute myocardial infarction and cerebral hemorrhage. No issues were identified with impella operation. The causal relationship between cerebral hemorrhage, one of the causes of death, and impella is unknown. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of stroke/cerebrovascular accident (cva) has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. E.1 added facility name as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26563. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26563 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.2 report source; foreign was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26563.